Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset as instructed by technical support, but screen remained unresponsive, so customer planned to use multiple daily injections as backup therapy while tandem technical support arranged shipment of replacement pump within warranty and provided instructions for placing malfunctioning pump in storage mode, returning it within specified time, and setting up and connecting replacement pump.